Event description:
It was reported the patient presented for an atrioventricular node ablation. During interrogation, it was discovered the right ventricular lead had previously exhibited noise addressed by programming changes. After the procedure, the right ventricular lead exhibited undersensing. Programming changes were implemented. The patient was discharged following the procedure.